Manufacturer narrative:
CAPA # 679110. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported right "implant could be capsulated" and mentions recall. Patient later reported "implant folds" via us report. Later reported "stage 3 contraction" and "right-sided implant rupture" via MRI. Device remains implanted.